Manufacturer narrative:
Reports provided claim the end-user lost balance while attempting to perform a stand and pivot transfer. During the fall, the end-user was reported to have sustained a cut on their leg from what they believe was the footplate. Reports provided claim complications having occurred where the end-user generated blood clots around the wound area requiring hospitalization and surgery two separate occasions. Reports provided by the end-users physical therapist indicate the end-user was instructed not to transfer without assistance, but accounts of the incident indicate the end-user had attempted to perform transfer un-assisted. No reports or allegations were made that the device malfunctioned or deviated in any way to have contributed to this event. The end-user could not clearly communicate how the accident happened or what potentially caused the injury to their leg. The end-users daughter suggested it was the footplate, but the service provider inspected the device and could not identify any sharp edges or points which may have inflicted the reported wound. Further product training to being taken with the end-user and family members to ensure proper operation and transfer techniques are being performed. The DHR was reviewed and unit was built according to specification prior to distribution.

Event description:
Reports while end-user was in process of transferring, they reportedly lost their balance and fell. As a result of the fall it was reported they had cut their leg, presumably from the footplate. Reports indicate the end-user having been hospitalized on 2 separate occasions due to wound not healing.